Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to for evaluation; therefore, the exact cause of the reported issue could not be conclusively determined. It is likely that damage to the cable prevented the video communication to the processor and the image was not displayed. The damage to the cable is potentially due to the handling of the user. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the sales representative that the customer's camera head had no imager during preparation for use. No patient was affected or involved in the event.